Event description:
Manufacturing plant confirmed that upon sample return, an occluded 50% venti adaptor was discovered. No patient involvement, discovered prior to use.

Manufacturer narrative:
(B)(4): an unused sample was received at the manufacturing plant for evaluation. Upon completion of carefusion's investigation, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: upon sample return, a 50% venturi adapter was found to be occluded. The adapter is a supplied component to carefusion. The supplier that manufactures this part was notified of the defect. A project initiation was requested to the supplier by carefusion to determine the root cause for the adapter being occluded. Carefusion plans to implement additional quality inspections at the assembly line process in order to immediately detect this type of failure if it were to recur.